Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via company representative (rep) regarding a patient who was receiving lioresal (2000 mcg/ml at 99 mcg/day) via implantable infusion pump. It was reported that the after the first few weeks of implant on (B)(6) 2021, therapy was good; however, the therapy decreased after. A CT scan done in june showed that the catheter had pulled out of the spine area. The factors that may have led or contributed to the issue were unknown. On (B)(6) 2021 the spinal area was opened and the catheter was exposed showing it coiled up outside of the spine. A new catheter spinal segment was replaced and cerebrospinal fluid (csf) return was confirmed. The spinal segment was then connected to the pump segment. The catheter access point (cap) was accessed and csf was drawn off. The issue was resolved at the time of report. The patient's weight and medical history were asked and will not be made available. The patient's status at the time of report was alive - no injury.